Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after connecting the leads to the pulse generator, interrogation revealed inappropriate pacing after each qrs complex. The pulse generator was no longer used and a new device was implanted. There were no consequences for the patient. The patient was in stable condition post procedure.